Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer inadvertently performed an incorrect selection and need assistance to complete the load sequence. During troubleshooting with tandem technical support, the customer proceeded to fill tubing but received the 50 minimum message because the customer did not have enough insulin. The customer's blood glucose level was 309 mg/dl. The customer stated to cts that they will administer an injection.